Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported delayed keypad response was reproduced and confirmed through eval. This condition was determined to have been caused by a failed component on the processor printed circuit board (pcb). The processor pcb was replaced.

Event description:
It was reported a spectrum pump had a delayed keypad response in the ICU. It was also reported there was no pt involvement.